Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg had returned to the target level a few hours after speaking to tandem technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 266 mg/dl and a bolus of insulin was delivered to address the high bg. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot.